Manufacturer narrative:
H.6 investigation summary : no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that adapter error occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter. "The q-syte is sunken and cannot be used normally."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that adapter error occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "theq-syteis sunken and cannot be used normally."